Event description:
When the nurse began to slide the protective cover over the used needle, the cover broke at the hinge resulting in a needlestick to employee. The exposure was on the nurse's finger. The nurse immediately washed their hand was received a tetanus shot and underwent the faclities blood exposure protocol, which consists of hepartitis and hiv in vitro testing.